Event description:
It was reported the patient appeared to have had loss of capture on the right atrial and right ventricular channels at the same time. Patient had multiple syncopal episodes with head lacerations and bruising. A holter monitor was ordered by the physician. Follow up was conducted to obtain additional information; however the patient had not been seen in the office. The device remains in use. No further patient complications have been reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted with four ventricular non sustained tachycardia episodes <=210 ms average v-cycle between (B)(6) 2011, 11:42:50 and (B)(4) 2011, 14:15:22.